Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extracorporeal tubing was not returned for evaluation. A clear plastic tubing was returned stitched over the catheter tubing. An underwater leak test of the balloon, catheter, and y-fitting was performed and a leak was found near the y-fitting approximately 75.9cm from the iab tip the penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
Complete initial reporter name - (B)(6). Additional initial reporter name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in balloon. There was no reported injury to the patient.